Event description:
An implant card was received and reported that the patient had prophylactic generator replacement on (B)(6) 2014. It was reported that it is believed that the explanted generator was discarded, and therefore, analysis is unable to be completed. Good faith attempts for additional relevant information have been unsuccessful to date. Review of the previously received clinic notes was re-performed. The notes dated (B)(6) 2014 did not indicate increased seizures. It was reported that the patient was "without complaint still has recurrent seizure symptomatology needs vns battery replacement his last battery was in (B)(6) of 2009." There was no report of increased/worsened seizures. It appears that based on the length of implant, they wanted to refer the patient prophylactically for replacement. No medication or vns programming changes were made. The patient was kept on his current treatment. Clinic notes dated (B)(6) 2014 reported that the patient came in for evaluation with "recurrent seizure symptomatology." However, in the impression/plan, it was reported that there was ¿recurrent complex partial seizures. Vns settings were increased. There was no allegation that recurrent seizures were abnormal for the patient. Clinic notes dated (B)(6) 2014 again only reported that the patient was "still having intermittent seizures with other issues per se." Again, no interventions were taken at that time.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient was having recurrent seizures. It is unknown if the seizures are related to vns or the relationship to the patient¿s pre-vns baseline. Surgery is likely but has not occurred to date.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported the incorrect approximate date of event. Corrected data: the initial report inadvertently reported the incorrect code as there does not appear to be a direct allegation of increased seizures at this time.